Manufacturer narrative:
On (B)(6) 2025, cerner's internal monitoring systems detected an issue affecting sepsis notifications, triggering an immediate investigation. The incident lasted approximately 2.5 hours. The root cause of the incident was identified as a software defect that triggered an automatic restart of a database instance following a crash. While the instance was able to restart within minutes, subsequent connection failures caused cluster-level waits, which further delayed processing. The issue was ultimately resolved by restarting the application servers, which successfully reestablished stable connections to the affected cluster node. Cerner considers this investigation closed. No further action is required at this time.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. The incident affected the cerner millennium sepsis solution within the cloud-based product, impacting multiple customers. Sepsis notifications were delayed due to a software bug that triggered an automatic database restart, which delayed the re-establishment of connections and subsequently slowed data processing. As a result, notifications were delayed by approximately 2.5 hours. The issue has since been resolved and all notifications are now operating as expected. Cerner has not received any reports of patient injury as result of this issue. Customers were immediately notified of the delay.